Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed a button error. The customer's blood glucose at time of call was 300mg/dl, and they were taking him to the hospital. The customer stated that the insulin pump was submerged in water, but there was not a sign of water in the insulin pump. Troubleshooting was performed, and the alarm was not able to clear. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.